Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). The stent was not returned for product analysis; as it was implanted in the patient, as reported. Microscopic examination revealed that the balloon was tightly folded with stent impressions present on the balloon. There was no damage or irregularities in the balloon material. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube shaft of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the middle third of the right coronary artery (rca). A 16x2.75 mm omega stent was advanced; however, the stent dislodged from the stent delivery system (sds) at the ostium of the rca. The physician was eventually able to implant the dislodged stent in the middle third of the rca with the help of balloon angioplasty and a guide. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the middle third of the right coronary artery (rca). A 16x2.75 mm omega¿ stent was advanced; however, the stent dislodged from the stent delivery system (sds) at the ostium of the rca. The physician was eventually able to implant the dislodged stent in the middle third of the rca with the help of balloon angioplasty and a guide. No patient complications were reported and the patient's status is stable.